Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) performed an initial evaluation of the device at the facility the reported event was duplicated. Carefusion failure analysis lab received the suspect compressor component and performed the compressor test but the test failed. The failure analysis lab was able to duplicate the reported issue. Compressor disassembly was performed and noted that dust accumulation was present, shredding, and a defective bearing inside the orbiting scroll causing the bearing to be difficult to rotate. The root cause is associated with a bearing inside the orbiting scroll due to material fatigue.

Event description:
The customer reported a loud compressor during pre-use operation on this avea ventilator. The customer did not report any patient involvement with this event.